Event description:
It was reported that the device broke inside the patient. It took ten minutes to find the pieces in the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The reported tip breaking (ceramic) condition was confirmed on the returned unit. According to the serfas energy probe family risk management plan, probable root causes for the reported condition can be associated, but are not limited to: non conforming component: if there was a non-conforming component root cause, it is anticipated that the occurrence of failure would be more widespread. Product surveillance will continue to monitor the quality of this product in the market, but at this time there is no reason to suspect a non-conforming root cause or process issues, as the occurrence of harm are within the predicted range per the risk document. Poor assembly process: according to the activation history, the unit was extensively used during surgery as the unit was activation at least 46 times, which is the maximum amount of activations the e-prom stores before the ceramic fell off, which indicates that the unit was assembled properly and was fully operational for an extended period of time. Therefore, a possible workmanship (assembly) related condition is a less likely possible contributor based on the line controls and device history record review. Misuse: the following caution notes are included in the user instructions of each unit (p/n 1000-400-783) to prevent the reported condition, as follows: examine the probe for damage prior to use and discard if damage is found. An excessive amount of scratch marks were observed on the insulation concentrated on the front and sides of the probe. In addition, the lumen's tip where the ceramic sits is significantly bent. According to the activation history of the returned unit, the scratch wear marks observed as well as the fact that the lumen was significantly bent is indicative that the device could have been used for the mechanical displacement of tissue or bone, as a prying or scrubbing tool, and that excessive force and could have been used at some point during surgery, which may have contributed to the damage observed, and it is contraindicated as per user instructions for the serfas energy probes family. The user instructions for the serfas energy probes family (p/n 1000-400-763) states: do not use the probe as a tool for the mechanical displacement of tissue or bone, or use the probe as a prying or scrubbing tool, as this may result in damage to the tip of the probe. Do not use excessive force when inserting or removing the probe. Do not insert probe into an obstructed passageway. Patient injury and or product damage may result. Do not forcefully impact the tip of the probe with rigid objects inside the joint as this can cause damage to the tip of the probe. Do not bend probes that are not bendable. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device broke inside the patient. It took ten minutes to find the pieces in the patient.